Event description:
The customer contact reported a leak of a chemotherapeutic agent. The pt was receiving an unspecified chemotherapeutic agent. After an unspecified length of time in use, an unspecified volume of leakage was noted at the connection of the male adapter and the pt's IV catheter. No reported adverse pt effect. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation. The catalog number provided is the domestic list number that is comparable to the international list number in the "other" field. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.